Event description:
Rn (registered nurse) inadvertently administered a fluid bolus through the balloon port of the g-tube causing the balloon to rupture. The patient complained of pain and felt a ¿pop¿ sensation. A stat CT confirmed a balloon rupture and pneumoperitoneum. The patient was taken emergently to the or (operating room) for exploratory laparotomy, gastric wedge resection, and gastrojejunostomy tube placement. There are 3 ports on the device, 1 is labeled ¿5-10ml¿ (not clearly labeled as balloon port), one is labeled ¿med¿ and one is labeled ¿feed¿. The order for the bolus was entered as an IV order so the nurse used an IV bag of ns (normal saline) and IV tubing which was able to be attached to the balloon port.